Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to corrosion on the connector pins of the video connector. In addition, rust was found on the coupler. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that upon connecting the camera head, there was no image present on the monitor screen. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer in b5 and a correction to h4. The manufacturing date was inadvertently entered into the medwatch report incorrectly.

Event description:
Additional information received from the initial reporter who confirmed the loss of image was discovered during preparation for use for a diagnostic procedure. The procedure was completed using a similar device without delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to corrosion on the connector pins. The root cause of the loss of image and corrosion was unable to be identified. Olympus will continue to monitor field performance for this device.